Event description:
Information received indicates that after case completion, the pvc cardioplegia heat exchanger tubing separated and leaked. The product proble was noted after the procedure was completed with no consequence reported for the patient.